Event description:
It was reported that the power adapter was plugged into the wall and the unit, however the connection into the unit was not secure so when he tried to secure/tighten the connection he heard a buzzing and sizzling sound and it smoked. The system was being set up for a case so it was before use and the anesthesia technician was the only one in the room. The rest of the system is working properly. No patient injury was reported.

Manufacturer narrative:
The device history record review was not performed because the lot number is unknown. Edwards r&d is currently evaluating this device for the root cause investigational result.

Manufacturer narrative:
Evaluation summary: evaluation of the returned power cord confirmed the complaint. The root cause was isolated to a short in the power inlet component of the cincon power adapter, which caused a direct short between mains power and the return. The short damaged the inlet and the power cord with the behavior described in the complaint. Investigation and corrective action has been requested of the supplier of the power cord.